Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The catalog number provided is for the power supply box which is the component identified as allegedly malfunctioning. Eval summary - it was reported that both surgical lights in the operating room would intermittently turn off. A stryker field service rep evaluated the surgical lights at the user facility and could not duplicate the reported issue. However, eval of the power supply box error codes showed that some interruptions in functioning had been recorded by the device. As the reported issue could not be replicated, the root cause of the lights intermittently shutting off could not be identified and no malfunction of the lights could be confirmed.

Event description:
(B)(4): it was reported that both surgical lights would intermittently turn off. This was observed during preparation of the room. There was no reported pt involvement and no adverse consequence reported.